Event description:
It was reported that the right atrial (ra) lead has high impedance in bipolar mode. The lead was reprogrammed to unipolar mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.